Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's first ins did not last as long as expected. The patient stated that they were told the ins was supposed to last 5 years, but it was only "a little over a year old" before it had to be replaced with the activa rc. The patient mentioned that their neurosurgeon decided to implant the activa rc so the patient would not need to have surgery every year. Agent documented reported event. No patient symptoms were reported.